Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer replaced the infusion set due to a leak that contributed to a high blood glucose (bg) event, with bg reaching 280 mg/dl. The event involved product(s) mmt-1884,mmt-7040a,mmt-342,mmt-441ag. The customer has type 2 diabetes and managed the high bg with a set change and manual bolus. The high bg had persisted for more than four hours. The customer declined further troubleshooting. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. The infusion set had been in use for 4 days and the leak occurred at the site, with no stress or pull reported on the tubing. No further patient complications were reported. The replaced product mmt-441ag is to be returned. Mmt-1884,mmt-7040a,mmt-342 were not expected to return.